Event description:
New information noted that the lead had dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the symptomatic patient experiencing palpitations presented in the clinic. System diagnostics indicated the atrial lead exhibited intermittent capture as well as undersensing. The lead was explanted and replaced on (B)(6) 2015. No additional information was available at this time.